Event description:
It has been reported to philips that the device's arms could not rotate. The device was in clinical use at the time of the alleged issue. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that device's arms could not rotate. Review of system log file shows x-ray not possible. Upon troubleshooting, fse found that safety mechanism was functioning, and the arm was not moving further at rao 120 degree. To resolve this issue, fse replaced position detector (rotation drive h.d). After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.